Event description:
On (B)(6) 2012, the patient contacted animas and stated the keypad buttons were sticking. No other information is available at this time. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: during investigation, the keypad cover was intact. The up button was intermittently responsive during investigation. The cover was removed and there was contamination found under the up/contrast contacts. The pump was opened and the keypad flex was fully seated in the closed connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.